Event description:
The following was reported to davol via maude event report mw5040462; additional information was provided by the patient: the patient alleged that on (B)(6) 2012 during a procedure, to repair an incisional hernia from a hysterectomy, she was implanted with a bard ventralex hernia patch which was fixated with a non bard/davol titanium fixation device. The patient reports that a CT scan done by her neurologist concluded that the incisional hernia, due to partial hysterectomy incision, was still present. The patient alleges that two months post op she reported to her doctor that she was unable to get out of bed due to pain. The patient alleges pain, seroma, dyspareunia, headaches, site tenderness, bacterial infection, cysts, bowel problems, urine retention, and recurrence.

Manufacturer narrative:
The patient alleges that following the implant of a bard ventralex patch she has experienced various adverse events including pain, seroma, recurrence and infection. She alleges that she is not currently being treated for her symptoms, however is seeking treatment. The patient has not provided davol with a lot number for the ventralex patch, therefore a review of the manufacturing records is not possible. The IFU for the ventralex patch has been reviewed. The adverse reaction section was found to list seroma, recurrence and infection as possible complications. In regards to infection the warning section states "if an infection developed, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device". As reported there has been no surgical intervention and the mesh remains implanted. At this time, based on the limited information provided no conclusion can ge made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.